Event description:
Opened and found that the tip of the needle has a rubbery foreign body, unused.

Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of silicone visible was confirmed upon inspection of the samples. Analysis of the samples showed a small droplet of transparent, gel-like substance on the cannula on one sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The small droplet of transparent, gel-like substance observed at the cannula tip in the returned sample, is most likely the catheter lubricant. The lubricant appearance was found to be acceptable per bd tuas test procedure. As part of the manufacturing process, lubricant is applied onto the outer surface of the catheter tubing to aid threading during needle insertion. As current control, there is an outgoing visual inspection in place to check for excessive lubricant on catheter.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Opened and found that the tip of the needle has a rubbery foreign body, unused.